Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead presented to the hospital subsequent to hearing tones from their device. Upon interrogation, high out-of-range shock impedance measurements were observed. Further review noted a sudden increase in impedance measurements starting several weeks earlier and measurements remained out-of-range in 2 of 3 therapy configurations. Boston scientific technical services (ts) discussed steps for further evaluation and potential revision. A low energy shock was later performed that resulted in the device displaying an error for an open circuit condition. A revision procedure was later performed at which time the competitor lead was surgically abandoned and replaced. As there were only 2 years remaining longevity, the physician elected to explant and replace the ICD as well. No adverse patient effects were reported. The device was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed a shorted lead indicator was recorded by the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead presented to the hospital subsequent to hearing tones from their device. Upon interrogation, high out-of-range shock impedance measurements were observed. Further review noted a sudden increase in impedance measurements starting several weeks earlier and measurements remained out-of-range in 2 of 3 therapy configurations. Boston scientific technical services (ts) discussed steps for further evaluation and potential revision. A low energy shock was later performed that resulted in the device displaying an error for an open circuit condition. A revision procedure was later performed at which time the competitor lead was surgically abandoned and replaced. As there were only 2 years remaining longevity, the physician elected to explant and replace the ICD as well. No adverse patient effects were reported. The device was discarded following the procedure.